Event description:
Every time the surgeon tried to fire the protack the instrument would misfire with a second tack each time the primary tack was fired (firing two tacks consecutively after the trigger pulled). A second protack instrument was opened and it worked fine. No harm to the patient.

Event description:
Every time the surgeon tried to fire the protack the instrument would misfire with a second tack each time the primary tack was fired (firing two tacks consecutively after the trigger pulled). A second protack instrument was opened and it worked fine. No harm to the patient.